Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, information not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted into patient's operative eye; however, lens was removed during the same surgery due to a missing haptic. No further complications occurred and no other interventions were required. Another lens of same model was used as the replacement. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 4, 2021 section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with lens that was removed. The lens was cleaned, and a detached haptic was observed. Dimensional inspection was performed on the remaining haptic and measured within specifications. The complaint issue was confirmed; however, based on the fact that the lens was removed this may be attributed to handling during removal it cannot be confirmed to be related to manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, is not related to this complaint and no escalations were required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.